Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking groshong is confirmed; however, the exact cause is unknown. One video of a groshong nxt was returned for evaluation. An initial visual observation of the video showed a groshong placed in a patient, being infused with a clear liquid. Evidence of use as well as biological residue is observed on the sample in the returned video. There appears to be a leak upon infusion with liquid spraying from a small hole in the catheter shaft just proximal to the insertion site on the patient. Although a leak is observed, no details or distinguishing features of the damage could be discerned from the returned video which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported catheter rupture, fluid leakage. Leaking occurs outside the body. New medical devices replaced. No other information was provided.